Manufacturer narrative:
(B)(4). Per follow-up with the user facility¿s biomedical engineer (biomed) on 15-oct-2015, the biomed stated that the unit was now working correctly, and that the issue was a "user error". The biomed stated there was no malfunction with the heater cooler unit, and no leaks nor fault indicator lights were observed.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler was not making ice. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. The service call was cancelled, no product available to evaluate. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.